Manufacturer narrative:
Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Health professional reported "a case of alcl," side unspecified. Manufacturer of the device is unknown. Pathological markers to confirm alcl have not been provided, therefore, the event will be captured as lymphoma.

Event description:
Health professional reported "a case of alcl," side unspecified. Manufacturer of the device is unk. Pathological markers to confirm alcl have not been provided, therefore, the event will be captured as lymphoma.